Event description:
The recipient is reportedly experiencing loss of sound, pain, and headaches with and without device use. The recipient reported that the pain worsens with device use. In (B)(6) 2018, the recipient was prescribed gabapentin for the pain. The recipient is intermittently wearing the device.

Manufacturer narrative:
The recipient's doctor reportedly noted the original implant was not seated well. The recipient's device was explanted. The recipient will not be reimplanted. The recipient has healed following surgery. The recipient's pain resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced an infection. Additional information regarding explant details were not provided. The recipient's device will reportedly not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.